Event description:
The endotracheal tube kinked in the back of the pt's mouth. Ventilator appropriately alarmed. Rt tech responded immediately. Pt was not getting appropriate volumes because vent was peak pressuring. Could not advance suction catheter. Pt heartrate was stable but respiratory rate increased to 42 from 12 and tidal volumes decreased from around 800 to 120 ml. Pt's sats stayed at 99. Immediately noted kinked tube in pt mouth. Tried to unkink tube. When unable to achieve adequate airway, pt was extubated with no adverse effects. Pt is fine. The endotracheal tube is kinked, with a twist in it. At the time of removal, could not straighten. After a period of time, the endotracheal tube straightened itself.